Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was lost to follow up. Device explanted due to eos and unable to interrogate. No adverse patient events were reported. Should additional information become available, this file will be updated.